Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "consistent bubbling in the chamber during use, therefore unable to observed that the pneumothorax was not being evacuated. Consequently, the female patient developed a subcutaneous emphysema which was detected the following day. The pleur-evac was replaced confirming the pneumothorax was still there and corrective measures were taken".